Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The audiologist reported that the patient's mother commented that she was unsure if the patient was hearing sound. The results of an integrity test done on 2006, showed that the device was not functioning. Explant/reimplant surgery is planned, but has not been scheduled. The cochlear implant was evaluated using the integrity test system in 2006. The results indicated that the receiver/stimulator was not functioning according to manufacturer's specifications.